Event description:
During an acl repair the drill bit broke into pieces. The sterile instrument table was prepared before sales representative for smith & nephew arrived. Unknown to dr. A reprocessed endobutton drill bit was placed on the table. Upon driling, rep noticed that the drill was not cutting. The distal tip of the drill then broke into three pieces. Dr. Was not able to retrieve all the pieces. A new drill bit provided by rep was available and used to complete the procedure without incident. Post surgery, the nurse informed dr. And rep that the dril bit was reprocessed. Rep stated that a one-hour delay took place. Rep also emphasized to the customer the importance of not reprocessing or re-using single use devices. Rep did not hear of any complications with the patient.